Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported hernia and bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for a scheduled hernia repair. The patient developed hematuria post operatively which prolonged hospitalization. The patient developed hematoma post-hernia repair. The patient went to the operating room for excavation and drainage on (B)(6) 2023. The patient received blood products.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.